Event description:
It was reported that this patient presented to the hospital after receiving an inappropriate shock from this subcutaneous implantable cardioverter defibrillator (s-ICD) system. Technical services (ts) analyzed device episode data and determined that the shock was inappropriate due to oversensing of noise in the primary vector. It was noted that the clinic suspected possible sense b noise or artifacts on the secondary vector as well. Ts provided suggested programming options as troubleshooting. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service. According to additional information, this s-ICD system was explanted and replaced due to reproducible noise. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that this patient presented to the hospital after receiving an inappropriate shock from this subcutaneous implantable cardioverter defibrillator (s-ICD) system. Technical services (ts) analyzed device episode data and determined that the shock was inappropriate due to oversensing of noise in the primary vector. It was noted that the clinic suspected possible sense b noise or artifacts on the secondary vector as well. Ts provided suggested programming options as troubleshooting. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service. According to additional information, this s-ICD system was explanted and replaced due to reproducible noise. No additional adverse patient effects were reported. This product will not be returned to boston scientific for investigation as the patient did not consent.